Event description:
Ems personnel responded to a person in cardiac arrest. The device was connected to the patient for monitoring and defibrillation. According to the reporter, the device alarmed "low battery" approximately one minute after power on, "replace battery" approximately one and a half minutes after that, and then lost power three times. A backup device was called for and used, but the patient was not resuscitated. The reporter stated the use of the device during the event delayed patient therapy.

Manufacturer narrative:
Physio-control evaluated the device and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control reviewed the event, including patient event information downloaded from the device, and determined that root cause for the delay in therapy was a device use error relating to battery maintenance. Information regarding battery maintenance and replacement was reviewed with the customer by physio-control.